Manufacturer narrative:
The device was removed/seized by the police; therefore, it was not available and no analysis was able to be performed. The product malfunction was unable to be confirmed because the product was not available for analysis and no further information related to the setup or positioning of the device were available. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating the patient pulled on the x3 monitor, which resulted in the monitoring disconnecting and falling onto her face. It was indicated the patient passed away. Biomed indicated there was no malfunction of the device alleged. A restless patient presumably unplugged the x3 from the host monitor and the x3 was confirmed to be the monitor that fell and struck the patients face. The age of the patient was not disclosed, and no further sequence of events, room photos, or discussion of the set up was provided as the police had removed the monitors from the hospital. In addition, the cause of death was not disclosed.